Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that blood pressure decreased during ablation in coronary sinus (cs) with freezor¿ xtra cryoablation catheter. Cardiac tamponade was confirmed by echocardiography. Drainage was performed promptly, and the patient's circulatory dynamics was stabilized. Atrial septal puncture was performed with a radiofrequency (rf) needle. Ablation was performed prior to the cardiac tamponade identified. Steam pop was not confirmed. Irrigation catheter was not used. Description of adverse event: cardiac tamponade progress: circulatory dynamics was stabilized with pericardial drainage, and the patient left the room. The physician's opinions on the relationship between the event and the product was that there was no causal relationship with bwi products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).